Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument found that there was a leak in the tubing through pinch valve vl14c. The fse found that the tubing was worn. He replaced the tubing through pinch valve vl14c. The instrument ran without any leaks and all repairs were verified per established procedures. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The instrument was idle when the leak was noticed. The volume of the leak was about 25 ml and it was not contained within the instrument. The operator was wearing lab coat, eye protection, and gloves at the time of the incident. There was no report of operator exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.